Event description:
The customer reported that while the unit was in use on a patient, the unit shutdown. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the main power supply, ac power switch, main cpu board, iabp datasette, and dss datasette. In an unrelated repair, the safety disk was also replaced. The unit was tested to factory specification. It functioned normally and was returned to the customer.